Event description:
It was reported that during a right ventricular (rv) lead revision procedure, the packaging on the stylet indicated the stylet was 65cm when the actual length of the stylet was 52cm. The stylet was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 693165 implantable tachy lead, implanted: (B)(6) 2005; product ID: 7232cx implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2005. (B)(4).